Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported. Nihon kohden technical service representative had the bme restart the cns which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 07/12/2021 emailed the customer via (B)(6) for all items under the no information section: no reply was received. Attempt # 2: 07/19/2021 emailed the customer via (B)(6) for all items under the no information section: no reply was received. Attempt # 3: 07/22/2021 emailed the customer via (B)(6) for all items under the no information section: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported. Nihon kohden technical service representative had the bme restart the cns which resolved the issue. More information received from the hospital's bme was that they discovered the cns setting for sound was defaulted to the switch instead of speakers and once the bme changed it to speakers the cns was sounding an alarm. Investigation summary: customer reported that there was no sound coming from the cns. The cable connections of the cns were correct, and the volume of the alarms were maxed out. Customer indicated that a switch was previously appearing as one of the output devices. Nikon kohden technical service had the customer disable the switch as an audio output. Based on the available information, a definitive root cause could not be identified. However, it is likely that the switch was selected as an audio source of the device instead of the speaker. If the correct audio output had been selected, then the issue likely would not have occurred. No corrective or preventative actions (CAPA) required. Attempt # 1: 07/12/2021 emailed the customer via microsoft outlook for all items under the no information section: no reply was received. Attempt # 2: 07/19/2021 emailed the customer via microsoft outlook for all items under the no information section: no reply was received. Attempt # 3: 07/22/2021 emailed the customer via microsoft outlook for all items under the no information section: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound coming from it. No patient harm or injury reported.